Manufacturer narrative:
Concomitant medical products: ddmb1d4, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the date of implant the patient received high voltage therapy. It was further reported that the right ventricular (rv) lead had dislodged. Additional information obtained via follow-up indicated that the rv lead was later explanted and replaced. No further patient complications have been reported as a result of this event.